Manufacturer narrative:
The companion external battery was found to have an internal permanent fault flag, which results in the inability to charge, confirming the customer-reported issue. The root cause of the customer-reported issue was that the battery had an internal permanent fault. Ce 4807 follow-up report 2.

Manufacturer narrative:
The companion external battery was beyond its expected lifetime at the time the customer experienced the reported issue of the companion external battery unable to charge. The root cause was determined to be an internal permanent fault likely due to using the battery beyond its rated life. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4807 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the companion 2 driver was not in patient use. The companion external battery has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion external battery was not charging.